Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
A multi-center retrospective observational study was conducted to obtain post-market clinical data for medtronic spine implantable devices. This data was queried and grouped based on the specific medtronic system used in the surgical procedure and analyzed to establish real-world evidence (rwe) for the performance and safety of the device in question when used as part of standard clinical practice. This data collection is one part of ongoing post-market clinical surveillance activities that are intended to confirm and monitor the safety and performance of the device. This report summarizes the clinical data obtained by medtronic as part of this retrospective observational study. Data obtained as part of this study was provided to in a de-identified format and thereby provides no patient or product specific identifiers. Patient demographics: no. Of patients- 56, gender- female (male-19, female-37), age- 63.25 years, pre op diagnosis: degeneration (37 patients), trauma (1 patient), deformity(14 patients) and failed fusion(4 patients) it was reported in the clinical titled "clydesdaletm spinal system" that patient suffered from various aes, breakdown of aes and patient numbers per analysis group is mentioned below. Degenerative disease events related to the device: painful hardware (2). The painful hardware was attributed to pedicle screws for one patient and not specified for the second. Events related to spine fusion surgery: adjacent segment changes (8) and new or worsening pain (6). Revision surgery: 2 patients were recorded as having undergone revision surgery. Causes for the revision surgeries are as follows: adjacent segment changes (1) and not specified (1). Events related to continued thoracic/lumbar pain/discomfort: lower back pain (2), sacroiliitis (1). Events related to general surgery: infection (1). Trauma other aes that may be related to general surgery and/or spine surgery: deep vein thrombosis (1) deformity events related to spine fusion surgery: adjacent segment changes (4), lumbar degenerative disease (1), and new or worsening pain (4). Revision surgery: 1 patient was recorded as having undergone a revision surgery due to adjacent segment changes. Events related to continued thoracic/lumbar pain/discomfort: lower back pain (1). Failed fusion events related to spine fusion surgery: adjacent segment changes (1) and new or worsening pain (1). Events related to continued thoracic/lumbar pain/discomfort: lower back pain (1). Conclusion: among the 56 patients included in this report, 22 patients were recorded as having at least one ae. Of the 37 total aes recorded, 2 device-related aes were noted. It is important to note that of the reported device-related aes, none of were directly attributable to the clydesdale-peek system. There were 3 cases of revision surgery and no cases of pseudarthrosis noted. None of the reported revision surgeries can be directly attributed to the clydesdale-peek system. No serious aes were reported. Other reported aes were known complications associated with continued pain/discomfort, spine fusion surgery, or general surgery. Overall, the results from this retrospective observational study indicate that clydesdale-peek is safe and effective when used as in tended. No new or emerging risks were identified.